Manufacturer narrative:
The analysis of the viewing station of the imaging system computer was completed by medtronic personnel. It was reported that the database was cleared and re-loaded. The computer was then installed in a known operational imaging system and the system functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that they suspected a hard drive issue on the computer and preemptively replaced the computer for the imaging system. The representative reported that the network connector was replaced, the ip address was updated and setup alongside the site electronic picture archiving and communication systems (pacs). The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the imaging system displayed a blue monitor and was unresponsive to prompts from the user. There was no patient present when this issue was identified. No additional information was provided.